Event description:
The surgeon attempted to implant lens inside the pt's eye. During insertion the lens was damaged requiring removal. To facilitate removal of the lens the incision was enlarged. No additional info is available.